Event description:
Note: the date of the event is unknown. In 2007, it was reported to boston scientific corporation that a jagtome rx sphincterotome was used in an endoscopic retrograde cholangeopancreatography (ercp) procedure on a male patient (weight unknown). According to the complainant, "during the procedure, the wire broke in the patient." The physician used a snare (product and manufacturer unknown) to retrieve the broken wire. The physician completed the procedure with a second jagtome rx sphincterotome. According to the complaint, the physician "completed the case with no complications to the patient" and the patient was "fine" following the procedure.

Manufacturer narrative:
The complainant indicated that the device has been discarded. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is unknown. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed one additional complaint has been reported for this lot, for an unrelated issue. The october 2007 15-month jagtome rx sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.